Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient. Receiving pitocin - presuming that the patient was female. Patient demographics requested however not provided by the customer.

Event description:
The customer reported a pitocin infusion was programmed at a rate of 1 milliunit/hr. After verifying the medication with 2 rn's, it was noted that the pitocin was free flowing after the rate of 1 milliunit/hr on the device was initiated. The infusion was immediately stopped and the doctor was notified. The event occurred in labor and delivery. The customer did not indicate patient harm. The biomed performed a visual inspection, functional checks several times and a full channel calibration. It was stated by biomed that a "successful functional check performed following calibration with no discrepancies noted".

Manufacturer narrative:
Remainder of patient¿s delivery and hospitalization was without incident.

Event description:
It was reported that a pitocin infusion programmed at a rate of 1milliunit/min free flowed while inducing labor, even though the device was programmed correctly. The infusion started at 0912; after verifying the medication with 2 rn's, the nurse noted that the pitocin was "bolusing." The infusion was immediately stopped and the physician notified. The patient received a lr bolus and the pitocin was to be held for 1 hr. At 1007 the pitocin was restarted at 1007 at a rate of 1 milliunit/min. It was reported that the patient¿s delivery had no change in pain, contractions, abdomen soft to palpation and hospitalization was without incident; no harm was reported. The biomed performed a visual inspection, several functional checks and a full channel calibration; no discrepancies were noted. Although requested, there was no further information or details provided by the customer. The event occurred in (B)(6).